Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
The following was reported by the customer: "during implantation the screw head snapped off - unable to remove remaining metal implant." Further information received from customer 1/4; " the surgeon was unable to safely remove the remaining parts of the screw. To avoid it impinging on the cup the decision was made to use a burr to ensure the broken screw was flush. No long lasting effects predicted.

Event description:
No new information.

Manufacturer narrative:
Reported event: an event regarding crack/fracture involving a hip screw was reported. The event was not confirmed. Method & results: -product evaluation and results: material analysis, visual, functional, and dimensional inspections could not be performed as the device remains implanted and the fragments were not returned. -clinician review: no medical records were received for review with a clinical consultant. -product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the reported lot. Conclusions: it was reported that "during implantation the screw head snapped off - unable to remove remaining metal implant." Further information received from customer 1/4; " the surgeon was unable to safely remove the remaining parts of the screw. To avoid it impinging on the cup the decision was made to use a burr to ensure the broken screw was flush. No long-lasting effects predicted.' No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.